Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited premature battery depletion (pbd). The battery longevity dropped from 11 months to now at elective replacement indicator (eri) about four months. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.